Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a burnt distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Olympus will continue to monitor field performance for this device.